Event description:
This is 1 of 4 reports, linked to mfg numbers: 3004608878-2022-00035, 3004608878-2022-00036, 3004608878-2022-00037. A facility reported that during and after a procedure, it was noted that the snap clamp assembly (4040) could not be fixed with the metal rod of the blade; the rod could be damaged. It was reported that the procedure was finished in an "old-school" way of having the intern hold some hooks and retractors. The device was in contact with the patient. It was reported that the event may have led to an increase in surgery time of ¿around 30 minutes¿; however, no patient injury or death occurred.

Manufacturer narrative:
The snap clamp assembly (4040) was returned to integra service and repair for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the clamp assembly noted that the clamp was damaged, and some small parts were worn. The clamp and small parts were renewed. The unit was tagged with an instance number and function test was carried out. Root cause analysis: based on evaluation by integra service and repair, the clamp was found to be damaged, likely causing the alleged issue of the clamp not being able to be fixed to the metal rod of the blade. This damage was most likely caused by either a lack of proper care for the product to prevent damages, or simply accidental damaging of the product. No further investigation required based on the acceptability of risk. This issue and similar events are monitored and trended going forward.